Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention and was diagnosed with a skin infection. The site was painful, discharging pus, swollen, and red. For treatment, the patient was given two types of oral antibiotics, which she took for seven days. The pod was discarded.